Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic one day post-device changeout. It was found that the patient had developed a hematoma in the implantable cardioverter defibrillator pocket due to starting anti-coagulation treatment earlier than directed. Excessive blood flow and oozing from the pocket was noted. The hematoma was drained and the pocket was revised. The patient was stable.